Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error with the device, which can be attributed to improper installation according to the instructions in chapter 2: installing the disposables. If the alarm is still active, clean the platelet sensor, then reinstall the disposable set. Make sure that the platelet cuvette is securely in place, and that the valve assembly is properly mounted.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/28/2025, a facility representative reported via (B)(4) that (qty. 2) abs-10062t angel systems with aspiration kit with acd-a would not allow the angel to run during a case. They were both collecting the bone marrow into the cartridge but wouldn't count the amount being pulled. This wouldn't allow them to run the cycle because it was thought there was not enough fluid. No patients were harmed.